Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) device exhibited a gray bar on interrogation, indicating low telemetry battery voltage. The device was not use. There was no patient involvement.